Event description:
A distributor reported that a customer's pump was unexpectedly shutting down several times. There was no adverse impact to the customer's blood glucose level. Additional information was not provided.